Event description:
The center contacts states that they had a dialyzer with a blood leak. The dialyzer has been re-processed seven times. The center was reverse ultrafiltration (the psi is set at 14 max). The blood leak alarm did sound. Blood was visible in the dialyzsate side. The hemastix test was positive. The blood was not returned to the patient. There was no patient injury or medical intervention. The center rinses it dialyzers with 500cc nss and then recirculates for 10 min. At 2 kg/hr setting to clear the remain from the system prior to initial dialysis. For reuse the center uses the renatron with renalin.